Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with m31 air detected in cassette warnings during drain 4 of 6 of treatment. In the additional file # (B)(4), it was documented in the call on 08/21 that a fluid leak was discovered after removing cassette to do a re-setup last night. It was reported it was unknown when the leak occurred but it was discovered when they removed the cassette on step 9 - end of treatment. The patient disconnected before removing the cassette and ended the call. The fresenius technical support representative advised that the patient was to cancel the treatment and re-setup with new supplies due to a test collection the patient was doing for the clinic. There was patient involvement, however there was no harm or adverse event reported. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated no patient adverse effects were experienced, and no medical intervention was required. The pdrn stated there was no record of the patient experiencing a leak on the reported day. The pdrn stated the patient never mentioned any type of leak seen during treatments. The pdrn stated that the patient was seen in september and there was no adverse event experienced. The patient has completed treatment properly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with m31 air detected in cassette warnings during drain 4 of 6 of treatment. In the additional file # (B)(4), it was documented in the call on (B)(6) that a fluid leak was discovered after removing cassette to do a re-setup last night. It was reported it was unknown when the leak occurred but it was discovered when they removed the cassette on step 9 - end of treatment. The patient disconnected before removing the cassette and ended the call. The fresenius technical support representative advised that the patient was to cancel the treatment and re-setup with new supplies due to a test collection the patient was doing for the clinic. There was patient involvement, however there was no harm or adverse event reported. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated no patient adverse effects were experienced, and no medical intervention was required. The pdrn stated there was no record of the patient experiencing a leak on the reported day. The pdrn stated the patient never mentioned any type of leak seen during treatments. The pdrn stated that the patient was seen in (B)(6) and there was no adverse event experienced. The patient has completed treatment properly.